Manufacturer narrative:
Patient demographics ( date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review showed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It has been reported by the patient's mom that her son ((B)(6)) had a uka, right partial knee procedure on (B)(6) 2014 at which time arthrex implants were used. Not long after surgery, patient was experiencing severe pain and felt almost as if something was going to pop out of his knee. Patient's therapist discontinued his therapy informing the patient something did not seem right with his knee. Revision surgery did not take place until (B)(6) 2015 due to patient's health. During the revision surgery the patient's original arthrex implants were removed and the patient received a total knee replacement.